Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a one month post implant follow-up, intermittent ventricular capture and pacing were observed. During intervention, the lead was disconnected and reconnected to the pulse generator, but the capture anomaly was still present. Therefore, the device was replaced.